Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1434903) indicated that the device lot met all established performance criteria prior to shipment. UDI number: (B)(4).

Event description:
The following information was reported: the technician opened the package and inspected the device as he prepped, with nothing noticeably wrong. After the balloon was up and the sheath was out, it was noticed that the grip tip slid down the catheter and was not connected to the remainder of the sealant. Could not deploy, and had to hold manual pressure for 60 minutes. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: greater than 7 mm stick location: medium sheath size: 6f intended use: arterial closure